Event description:
It was reported that this pacemaker device exhibited oversensing and noise on the right atrial (ra) channel. It was noted the patient had syncopal episodes more frequently. The health care professional (hcp) stated that the patient had no rhythm of their own and the plan was to have this device replaced soon. This device remains in service. No adverse patient effects were reported.